Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "dr. Was fusing l2-l5. Screws and rods were placed and blockers were being inserted. Dr. Was initially inserting a blocker when it skipped. He backed the blocker out and asked for a new blocker. A new blocker was inserted and construct was finally tightened without further problems."